Manufacturer narrative:
The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with intermittent buttons due to flattened act and esc dome switches. The device had moisture damage found at keypad traces and was received with torn and peeling keypad overlay. The insulin pump was received with deep scratches on the display window and case. There were several displayable history crc check failed on start up alarms found at the alarm history file. The displayable history crc check failed on start up alarms were due to a corrupted history file. The device had no pump history found at bolus or daily totals history files due to displayable history crc check failed on start up alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 177 mg/dl. Troubleshooting was not performed. The device was returned for analysis.